Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep, misaligned insertion, prying/leveraging the device during insertion.

Event description:
It was reported that during a procedure the surgeon had an issue with a volar distal radius plate. The distal 2.4 locking screws would not lock into the plate and just spun in place. The surgeon then took out the plate, replaced with another plate and did not want to use any of the screws from this set. No patient harm.